Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. (The number of atms reached on the initial inflation was 8 atms). The pt sustained a spiral dissection related to the balloon rupture which was successfully repaired with an s670 long size stent. The lesion being treated was a calcified, 90% stenotic lesion in the distal left circumflex coronary artery. The pt experienced a cpk level of 300 due to the dissection, but the current pt status is reported as 'stable'.